Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm noted during testing or in the formatted history file. However, power management parameters graph indicates connector resistance issues. Formatted history file analysis confirmed unexpected replace battery alert due to connector resistance issues. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump had scratched case, pillowing keypad overlay and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump kept alarming insert a new battery. The customer's blood glucose was unknown at the time of incident. Multiple battery change was done but the issue was not resolved. The insulin pump was returned for analysis.